Manufacturer narrative:
(B)(4). Additional concomitant medical products: biomet microfixation 90 degree contra angle driver catalog #: 24-1189, lot #:555890; biomet microfixation contra angle temporary fixation screw catalog #: 76-0017, lot: ni. Therapy date: (B)(6) 2017. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00837 and 0001032347-2017-00838.

Event description:
It was reported three contra angle drivers stripped during surgery. During a rib fixation procedure the temporary fixation screw stuck in the driver and surgeon was not able to remove it. The issue was resolved by backing the post out and using a new driver. There was a five minute delay and no injury to the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00837-2 and 0001032347-2017-00838-1.